Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("after waking up cramping today"), dental caries ("cavity break") and abdominal distension ("as I sit here with totally bloated//hard upper abdomen") and underwent dental cosmetic procedure ("two vaneers pop"). The patient was treated with surgery (hysterctomy). At the time of the report, the pelvic pain was resolving and the abdominal pain lower, dental caries, dental cosmetic procedure and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dental caries, dental cosmetic procedure and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: dental caries and dental cosmetic procedure quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- fu 3,4.5 proceeded together. New event as I sit here with totally bloated//hard upper abdomen was added reporter was added. On 23-mar-2020: social media received- fu 2, 3, 4 proceeded together. No new clinical information. On 23-mar-2020: social media received- fu 2, 3, 4 proceeded together. New event after waking up cramping today was added. Medical device removal was removed. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.